Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6) 119-129.

Event description:
It was reported that during implant the mini apical cuff was used and while anchoring the heartmate 3 pump to the ring, a double click was heard and no yellow bars in the purple metal part showed. There was bleeding between the pump and the cuff. The pump was taken off the cuff and the apical cuff holder was used to test hemostasia in the ring. Any point of blood was observed during the test so the mini apical cuff was well attached. When the pump was anchored to the cuff it started to bleed again. The pump was started to see if any air was entering between the pump and the cuff. There was no air entering. Everything was disconnected and the pump was relocated. It was then noticed that while pressing the pump to the cuff there was no bleeding but when the pump was free in the chest the bleeding restarted. The pump was taken off the cuff again and tried with the apical cuff from the heartmate 3 kit. When the apical cuff was anchored it was discovered that the cuff could move without restriction so it was concluded that the problem was anchoring the pump to the cuff and backup heartmate 3 kit was opened. No bleeding occurred on the new pump. Reference regulatory report MFR # 2916596-2024-01654.

Manufacturer narrative:
Section b1: type of report corrected. Section d4: catalog number corrected. Section d5: operator of device corrected. Section d6b: date of explant corrected. Section h1: type of reportable event corrected. Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected. Manufacturer¿s investigation conclusion: the cause of the reported blood leak and freely rotating pump during implant could not be conclusively determined during the evaluation of (B)(6). The pump was returned assembled with the pump cable intact. The sealed outflow graft was detached from the pump cover and the apical cuff was returned detached with the cuff lock disengaged. Examination of the pump blood-contacting surfaces found no depositions or thrombus formations. Visual inspection of the apical cuff, sealing ring, and cuff lock found no anomalies or defects that would have contributed to the reported event. After cleaning, dimensional analysis of the sealing ring and metal ring of the apical cuff, which form the seal between the pump and the apical cuff when the lock is engaged, confirmed that both components were within manufacturing specifications. The cuff lock appeared to engage normally with the returned apical cuff and a test cuff. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specifications. Although the cause of the report blood leak could not be determined, a corrective action has been opened to further investigate leaks at the pump/cuff connection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad (left ventricular assist device). Bleeding is listed as an adverse event that may be associated with the use of the heartmate 3 lvas. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The device is included in the hm3 inflow seal interface with apical cuff notice issued by abbott on 19 mar 2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there was no further intervention for bleeding and the patient was extubated and doing well.